Event description:
It was reported that this implantable device was surgically explanted as the lead was in an attempt to insert into the device with resistance. No indication of device replacement. No additional adverse patient effects were reported.